Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, it was revealed that the patient's right ventricular (rv) lead was failing to capture and was exhibiting r-wave amplitude variation. The patient was fitted for a life vest up until lead revision was performed. The rv lead was explanted and replaced. The patient was stable.